Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the event occurred after a feline veterinary procedure. The suture knots held but it appeared that the rest of the suture dissolved or broke because 3 kittens from 3 different litters dehisced overnight the day after surgery. No further details provided.